Event description:
Customer reported that an IV set came apart at the filter and leaked during medication administration of a very expensive medication. The IV set was changed and new medication ordered. A considerable amount of medication was lost even though she caught the leak quickly. There was no harm to the patient and no medical intervention was required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.